Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a health care professional (hcp) via a representative regarding a patient in mexico who was receiving morphine 25 mg/ml at a dose of 4.084 mg via an implantable pump. The lot number and other medications were not obtainable. The patient's medical history included herniated discs, arachnoiditis in a surgery, and history of seroma. The pump was reported implanted on (B)(6) 2014 which was after the use by date which was confirmed to be (B)(6) 2014. No patient symptoms were reported specific to the use by date. Requests were made to confirm the implant date but this information was not provided at the time of the report. Should additional information be received a supplemental report will be filed. (See manufacturer report # 3004209178-2015-20643 which captures the explant of the pump and catheter due to alleged allergic reaction, migration, externalization of the pump, catheter break and specific symptoms related to that event).

Event description:
On 10-04-2015 information was received from a health care professional via a representative and the implant date was confirmed at (B)(6)-2014. Should additional information be received a supplemental report will be filed.

Event description:
It was additionally reported that the product was distributed by (B)(6) distributor provided in that time.

Event description:
Further information was received noting that the pump was sent inter-company transfer on (B)(6) 2012 and was further shipped as sold product to mexico on (B)(6) 2013. Additional information was requested to clarify who the hospital/physician directly received the pump from. Should additional information be received a supplemental report will be filed.